Event description:
It was reported that the patient had experienced inadequate stimulation. The physician had ordered postop xray diagnosis and determined that the paddle lead had migrated. Therefore, the patient underwent a revision procedure wherein, the paddle lead was repositioned. The patient was doing well postoperatively.